Event description:
After pre-dilatation, a 2.5mm diameter by 12mm length s660 over-the-wire stent delivery system was inserted to treat a lesion in the circumflex coronary artery. It was reported that as the stent was advanced to the target lesion, the circumflex artery began to recoil, causing the stent to become wedged at the bifurcation of the circumflex, left main and ramus arteries. The left main artery was heavily calcified. Subsequently, the stent delivery system was then pulled back but the wedged stent remained in the artery. The stent was successfully retrieved from the coronary artery with a snare. Another MFR's stent was then inserted, however, that stent also dislodged. The target lesion was then treated with angioplasty balloon inflations. There is no add'l clinical sequelae reported related to the event.